Manufacturer narrative:
(B)(4). The baxter healthcare corporation disposable device is no longer suspect for the previously reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced relapsing peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. On an unknown date, pd therapy was discontinued (¿dialysis pause¿) and the patient¿s pd catheter was removed. Current mode of dialysis therapy was not reported. Recovery status of the patient was also not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter: the initial reporter's zip code was reported as (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.